Event description:
It was reported that a patient underwent a mitral valve repair, tricuspid valve repair, and a maze procedure in 2007. The mitral annular lesion was created using the pen. The patient's condition deteriorated, and a study revealed that she had a mitral valve regurgitant jet in the region of the posterior leaflet (p2, p3). Fifteen days later, the patient underwent a reoperation and a small perforation of the posterior mitral valve leaflet was seen at the hinge of the valve (next to the annulus) in the region of p2 and p3. The mitral isthmus ablation line was observed leading up to this point. The operation was completed with no further consequence to the patient.

Manufacturer narrative:
Information is unknown about the actual device involved in the event. The most recently purchased lot number was 12738. Expiration date=07/31/2010, mfg date: 07/2007 for the most recently purchased lot number. Evaluation summary: the device involved in the event was not returned for evaluation, so a retained sample was evaluated. The retained sample was evaluated for functionality with no issues noted. The device history record was reviewed and no anomalies were noted related to this event.